Manufacturer narrative:
B5; it was further reported that the event caused a burn to the patients lip and a deep abrasion of the lower lip which required suturing. H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, two burs broke requiring metal fragments to be located. It was also reported that the event contributed to a 120 minute delay. It was further reported that the event caused a a burn to the patients lip and a deep abrasion of the lower lip which required suturing. It was also reported that the procedure was completed successfully. This report addresses one of the bur breaks which was reported in this event.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting for device return to manufacturer.

Event description:
It was reported that during a surgical procedure, two burs broke requiring metal fragments to be located. It was also reported that the event contributed to a 120 minute delay. It was further reported that the event caused an unknown injury detail to the patients lip with no medical intervention reported. It was also reported that the procedure was completed successfully. This report addresses one of the bur breaks which was reported in this event.